Event description:
Report received indicated that resistance was felt during insertion of the britetip sheath introducer. The sheath was withdrawn and the marker of the sheath was partially jagged. Another unknown product was used to successfully complete the procedure. The target lesion/vessel characteristics are not known. There was no report of any pre-use inspection anomalies and there is not further information. There was no adverse event to the 70-year-old patient.

Manufacturer narrative:
Device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The molding tip parameters and the fpi/lpi results were accepted according the specification. Based on the limited information and without the return of the product for analysis, no conclusion can be made regarding the insertion difficulty and damage noted on removal of the britetip sheath introducer. It is possible that procedural factors and vessel characteristics contributed to the event.